Event description:
It was reported that during set up, the sealed packaging of the acromionizer blade was damaged and deformed, and the sterile barrier was compromised. There was a back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed one box (six blades) was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The box has been opened, torn, and taped on both ends. The individual trays are unopened. They have been exposed to extreme heat which has deformed the plastic and stressed the seals. No other visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the form, fill and seal packaging sequence for found that the vision system (product inspection) will perform 100% visual inspection on each cycle (6 trays) for the following attributes: inner assembly (sluff chamber), outer assembly (adaptor body), petg insert. The root cause was associated with transport/storage. Factors that could have contributed to the reported event include rough handling during transport or storage, or exposure of the packaging to excessive heat. Based on this investigation, the need for corrective action is not indicated.